Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204 and that the electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) has been confirmed. Upon investigation the trunk cable connector was cracked and the blue (can l), white (drvn_gnd), orange (+5v), brown (-5v), and black (main batt) wires were open within the connector, which caused the reported service code 204. The cause for the open wires was the damage to the trunk cable connector. The root cause for the cracked trunk cable connector could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.